Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm. No moisture damage was found on the keypad assembly; however, moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with scratched case, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed critical pump error. The customer was assisted with critical pump error troubleshooting. The customer's blood glucose level was 103mg/dl at the time of the incident. The customer stated that a critical pump error image was on the insulin pump's screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.